Event description:
Pt had original silicone breast implants in another institution in 1988. She recently presented to the physician's office with complaints of breast pain and palpable mass in the right breast. Pt elected to have silicone implants removed and replaced with saline implants. Upon removal, the implants were noted to be grossly intact.